Event description:
The account reported the brakes would set but not hold at the foot end of the bed. The bed is locate din engineering at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake steer casters were the cause. An investigation was performed an this issue was addressed under an engineering change. The technician replaced the brake steer casters to resolve the issue. Based on this information, no further action is required.